Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -14.5/5.0/088 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2021. Lens rotation was observed. On (B)(6) 2022 the lens was exchanged for a longer length lens and the problem was resolved. Exchange lens implanted vertically. Cause reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the optic torn and haptic torn/broken/bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).